Event description:
The customer reported magnification is not functioning properly and needs image tube sizing verification.

Manufacturer narrative:
The service rep performed image tube sizing verification and found it to be out of specs. He performed image tube sizing calibration. Normal went from 194mm to 214mm, mag1 130mm to 154mm, mag2 104mm to 112mm. Unit performs as intended.